Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (lowest was 39 mg/dl). Low bg was addressed by consuming juice or carbohydrates. The cause of the low bg was not known. The contact thought that the pump settings (basal/carbohydrate ratio) may need to be adjusted; however, the customer's healthcare provider was "unwilling" to provide an setting adjustments.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs on (B)(4) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.